Event description:
It was reported that the patient underwent an initial knee procedure. Approximately 2 years post-op, the patient was complaining of pain and their surgeon recommended a revision. Subsequently, the patient was revised. The surgeon noted that there were no signs of infection, lysis, or loosening. All components were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4) d10: 42502606801 - femur cemented cruciate retaining (cr) standard left size 10 - (B)(6), 42512100910 - articular surface medial congruent (mc) left 10 mm height use with tibia sizes g-h/cr femur sizes 8-11 - (B)(6), 42532007901 - tibia cemented 5 degree stemmed left size g - (B)(6). G2 : foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.